Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An optometrist reported that approx. Three weeks following prk (photo keratorefractive) surgery, the patient presented with corneal erosion in the left eye. The patient reported experiencing pain, photophobia and blurred vision. No epithelial defect or corneal staining was noted by the optometrist. In a follow up, the optometrist reported that approx. Two months later, during a routine follow up visit, mild corneal haze was noted in the left eye. The steroid drops were increased to treat the event. Five weeks later, the haze had improved to trace corneal haze and the patient continued to report blurred vision. According to the optometrist, she will continue to monitor the patient closely.